Event description:
Procedure type: unk. According to the reporter: a plastic piece broke off from the device and fell outside the surgical cavity. The or time was extended only by 10 minutes. A new instrument was used to complete the procedure. No pt injury was reported.